Event description:
On (B)(6) 2022, information was received indicating the field representative received a phone call from the facility reporting during a procedure in (B)(6) 2022 (exact event date unknown), a hex driver broke during a procedure while implanting a headless cannulated screw. It was reported "this delayed the surgery enough and had to use another system to finish the case". Device information is currently unknown. Follow up is being conducted to obtain further information.

Manufacturer narrative:
The investigation is currently pending, and a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Additional information regarding the patient and this event was received on 28 december 2022. It was reported during an open reduction internal fixation procedure of the patient's left small finger phalanx fracture, the procdure began with confirmation under fluoroscopy that the fracture could be closed manipulated into an improved reduced position. Two guidewires were placed for the osteomed 2.0 headless compression screw set in an antegrade fashion in the proximal phalanx base at either corner. Reduction maneuver was then performed and the pin was advanced to secure a provisional reduction. Using fluoroscopic overlay, a 26 mm screw was selected , and the surgeon elected to place it over the radial guidewire. The screw was advanced to the point where the head of the screw began engaging the base of the proximal phalanx and then loss of resistance was noted. Flouroscopy confirmed that the head of the screwdriver had fractured and fragmented at the level of the headless compression screw head. No backup cannulated screwdriver head was available on the instrument tray. It was attempted to use flouorsocpy for guidance to retrieve the fragmented cannulated screwdriver head using a fine hemostat. Eventually, retrieval of the guidewire did result in a significant portion of the fragmented screw driver head being retrieved. However, there was another fragment not visualized. Attempts were made to use a noncannulated screwdriver head from the set to advance and/or withdraw and retrieve the screw with no success. Eventually in an effort to progress the case it was elected to open the site both for retrieval of the headless compression screw, as well as the fragmented screwdriver head piece and finally for completion of reduction and fixation of the phalangeal fracture. Rather than being performed with minimally invasive technique, the surgical site was opened fully to allow for removal of fragmented equipment and placement of plate. This procedure was anticipated to be 70 minutes; however, due to this issue, the procedure took 2 hours and 53 minutes. It was reported the patient is doing well.

Manufacturer narrative:
The results of the investigation are inconclusive as no device was received for evaluation. It was reported that a 2.0 cannulated headless screw that was 26 mm in length and cannulated driver fracturing during a surgical procedure. No part numbers or lot numbers were reported, and no devices were returned for evaluation. A review of the osteomed part number log identified the 315-20xx screw family as the 2.0 mm cannulated headless screw family. A two-year review identified no capas for this screw family or the related cannulated drivers. The two-year review of complaints identified three (3) complaints for broken devices from this part family. It is stated in the complaint description that "no backup cannulated screwdriver head was available on the instrument tray". There is no mention of the type of instrument tray or the description of the cannulated driver; however, the 315-20xx cannulated headless screws are used in the extremifix mini sets. A review of the set build templates found that two (2) 2.0/2.4mm t7 short cannulated drivers and two (2) 2.0/2.4mm t7 long cannulated drivers should be included in the extremifix mini sets. It is unknown if this is the drivers mentioned above are the type of driver that failed in the reported complaint. Review of the instructions for use revealed the following statements: "failure to use dedicated, unique osteomed instruments for every step of the implantation technique may compromise the integrity of the implanted device, leading to premature device failure and subsequent patient injury" and "carefully inspect the osteomed implants prior to use. Inspect the instruments before and after each procedure to assure they are in proper operating condition. Do not use instruments which are faulty, damaged or suspect, replace and contact osteomed for further instructions regarding disposition and/or repair." As the device was not received for evaluation, the root cause of the reported event could not be determined.